Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump act button was sticking. Customer stated that when he primes the insulin pump nothing comes out and insulin squirted out. Customer also reported frequent battery change and insulin pump had a crack. No further information provided.